Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 33 mg/dl, 219 mg/dl and 197 mg/dl within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.